Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) toned and shocked them twice during a non-specific procedure. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up confirmed the therapy was appropriate and the device had merely toned due to the patient not being in the vicinity of their remote monitor for scheduled transmissions while in the hospital.